Event description:
Customer reported hospitalization due to high blood glucose readings of 792 mg/dl. Customer's blood glucose reading at the time of the call was 75 mg/dl and has treated with bread and chicken. No further information reported.

Manufacturer narrative:
Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.